Event description:
It was reported by a customer on (B)(6) 2010 the fiber was connected and when the physician pressed the footpedal nothing happened. Per the customer, there was no aiming beam from the fiber. The fiber was disconnected and reconnected upon which the message "fiber not installed" was received. The fiber was then changed and upon removing the faulty fiber, it was noted that the proximal end of the fiber came away with the plug and it appeared that there was evidence of burning/blackening at the end of the fiber. The procedure was completed with another fiber. A no aim test was performed and no joules were used. There was no effect on the pt and no observations that led up to the incident.